Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000825, serial/lot #: none; product ID: bi71000522, serial/lot #: none. The manufacturer representative went to the site to test the imaging system. They replaced the mobile view station (mvs) fuses. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) was plugged into a working electrical outlet but it wouldn't charge and displayed the warning: "ac power lost." The manufacturer representative opened the din rail fuses. Both fuses were illuminated. The probable cause of the reported issue is that the fuses were blown. The next step was to replace the blown fuses. No patient was present at the time of the event.